Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was stated that the cause of the high impedances was probably "blood residual between the extension and the neurostimulator."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was clarified that the actions/interventions taken to resolve the previously reported issue included a implantable neurostimulator (ins) repositioning on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
Information received from a healthcare professional from a clinical study reported evidence of high impedance at a normal follow-up visit. Diagnostic methods included a device interrogation performed (B)(6) 2016 that revealed high impedance. Interventions involved "other surgical" activities where the re-opening of the pouch was performed the same day of interrogation. A test impedance was completed and it tested okay. The event resulted in in-patient hospitalization and an urgent care visit. Etiology was reported as not related to the device or therapy and possibly related to the implant procedure. The outcome was reported as resolved without sequelae the day of intervention.

Manufacturer narrative:
It was determined that device code (B)(4) does not apply.

Event description:
No new information was received.

Manufacturer narrative:
Device code (B)(4) was added.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to not related to the device/therapy, but related to the implant procedure; the implantable neurostimulator (ins) was noted.